Event description:
The customer reported an electrical burning smell coming from the instrument. The instrument shut off. The customer discovered a burned cannula pump.

Manufacturer narrative:
Customer reported the presence of a burning smell coming from the iq200 automated urine microscopy device. No injuries reported. No visible flames seen or fire department called, however, evidence of a burned/charred cannula pump visible upon inspection. No injury, treatment or change to pt management reported by the customer.